Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, device was not detecting multiple drawers and cubies. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-sep-2023, and confirmed that this device was not previously returned for servicing, and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was not detecting multiple drawers and cubies on the main pyxis. A field service engineer attempted remote troubleshooting including disconnecting the pyxis cable, performing multiple reboots, turning off the firewall, and disconnecting the auxiliary station, but these actions did not resolve the issue. The main off bus was also not displaying in the storage space configuration. After trying multiple fixes, the field service engineer replaced the communication sled to resolve the issue. Following a reboot, the device was logged into again, and all the main drawers were active and showing on the bus. The system functioned as intended after the field service engineer repaired the device.